Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0504 captures the reportable event of balloon leak in an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dase dilatation balloon was attempted to be used during a procedure performed on an unknown date. During procedure, the balloon leaked. The procedure was completed with the same device. No further information has been obtained despite good faith efforts. The type of procedure and the anatomy location of the procedure are unknown, and it is being reported as the balloon leak may have occurred in the esophagus. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered.